Manufacturer narrative:
Correction g2: foreign selected. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction: this MDR is being retracted. A total of 3 devices were used from article 011050-10 which is a package of 10. MDR 9610617-2025-00829 was filed to capture 3 devices used from this package of 10. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the event description "wire broken" prior procedure. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the connecting rivet of the forceps has come loose in the joint on the distal side. The manufacturer's 8d report identifies several root causes for the issue. Firstly, the rivet came loose. This was due to the weld on the jaw part not being deep enough. Additionally, the countersink on the jaw part was too small, and the employee did not perform the countersinking process correctly. The corresponding operating instructions refer to a visual and functional inspection of the device and that overloading should be avoided. Supplemental 1 of this MDR 9610617-2025-00836 to retract the initial MDR was submitted in error. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "display defect". No negative impact in state of health reported.